Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump had an error code 243.4070, and that "nursing used another pump." There was patient involvement, but no patient harm. Although requested, further information was not provided.